Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have impacted grafting ability. Also, the device's control bar was set too low. Preventive maintenance measures included replacing the bearings, seal and retaining ring. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 2006 and has been returned to the MFR for repair once with the last repair being feb 2009.

Event description:
It was reported that the zimmer air dermatome was cutting uneven. There was no report of injury or adverse pt consequences associated with this incident.